Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, upon device interrogation, it was noted that the right ventricular (rv) lead had been capped and replaced on (B)(6) 2020, due to a lead noise problem. The patient was discharged post-procedure.